Event description:
It was reported via the implant patient registry that nine (9) years, seven (7) months post implantation of this surgical valve, a transcatheter valve was implanted (valve-in-valve) due to aortic stenosis. The 29mm transcatheter valve was successfully implanted with trivial ai. The patient tolerated the procedure well and was taken to the intensive care unit.

Manufacturer narrative:
Method: device remains implanted. The device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.